Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow accuracy" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum iq installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow accuracy issue during testing in the biomedical service department. There was no patient involvement. No additional information is available.